Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient experienced withdrawal. Per the reporter the hcp had stated the alarm was going and they had not heard it. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6), product type: catheter. (B)(4).

Event description:
It was reported the patient had already had a ¿couple of problems¿ because the health care provider (hcp) made some ¿scheduling errors¿. The patient had serious tremors and became very listless to the point he was serious. The ER (emergency room) reportedly didn¿t know anything about the pump and the reason this had happened was because of a scheduling error for his refill. It was reported on the event date, (B)(6) 2014, the health care provider (hcp) tried to refill the pump and someone tried to order the refill kit. The patient was reportedly already showing symptoms but the kit wasn¿t there on that date and they tried to do it without the kit but it ¿didn¿t work¿. They reportedly blamed the kit not being there on the manufacturer. The patient had to come back on (B)(6) 2014 and they were able to fill it. The medication being delivered via the device system at the time of the event was not provided however the patient was noted as receiving intrathecal baclofen therapy. No further information was provided. Additional information has been requested regarding additional event details and the patient¿s outcome but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.